Manufacturer narrative:
Additional information: the device was returned for investigation. The report of speed drops and pump stoppage events while connected to the mobile power unit support was confirmed based on the evaluation of the returned pump. The reported driveline fault alarms were confirmed per the evaluation of the log file. However, the cause for these alarms could not be determined. The pump was returned assembled. The sealed inflow conduit was not returned. The sealed outflow graft, bend relief, and bend relief collar were not returned. The outlet elbow was returned. The pump's driveline was cut approximately 2 inches from the pump housing and a 12.5 inch portion of the severed driveline was returned. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. A breakdown of the metal shielding was identified at approximately 7.5" from the pump housing. Initial visual inspection did not identify damage to the wires. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test revealed current leakage in the insulation of the yellow wire that would have resulted in an electrical short. The visual inspection identified a breach in the insulation which was approximately 7.5" from the pump housing on the yellow wire. As a result of the damage to the insulation, the underlying yellow wire conductor was exposed. The reported red heart alarms would have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by the mobile power unit or power module. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: additional information provided on 04/01/2017 stated that driveline fault alarms occurred. The system controller was exchanged and no additional alarms were reported. On (B)(6) 2017, additional driveline fault alarms occurred, and the system controller was exchanged. Log file analysis by the manufacturer¿s technical services representative revealed a potential break a driveline wire. The surgeon was notified, and the patient received a pump exchange on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 1 year and 6 months.  Additional information was requested, but not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that interrogation of device history revealed pump stoppage events. The patient was reported to have been asymptomatic. This patient had a prior percutaneous lead (driveline) replacement the prior year. X-ray images did not reveal any obvious areas of concern on the external portion of the driveline. The patient was provided two ungrounded power module patient cables. No additional information was provided.